Event description:
It was reported that during a breast procedure, the device was not sealing the tissue, and it was burning the tissue pad. They finished the procedure with bovie. No patient consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.